Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the reason for call was patient stated he has not used the stimulator in like 4 months because no matter how his stimulation is set, he gets shocked when he lays down - pt stated he has to lay under tractors for work so it is happening all the time so he just shut the therapy off. Pt stated he needs to have an MRI tomorrow for explant of the ins. Patient went to charge everything yesterday and the recharger will not find the device in his back to charge it. Patient service specialist walked patient through passive recharge mode. Patient reported seeing numbers 85 100. Patient stated his lead wires moved within a few weeks after the first implant in 2021, see related file, and patient stated the same thing happened after the leads were replaced - patient stated they probably moved because he does too much too soon post implant patient stated that he needs the implanted neurostimulators removed because he is bumping the ins in his back when he is working. Pt stated he has a consult appt with his hcp (B)(6) 2023.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 06-sep-2026, UDI#: (B)(4) ; product ID: 9 77a260, serial/lot #: (B)(6), ubd: 06-sep-2026, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.